Event description:
It was reported the procedure was being performed on a male pt in the surgery department. The ptd was being used for a declot of the pt's arm graft. The basket was incorrectly used in a stent. The basket dislodged part of the stent and the pt was sent back to the hospital to fix the stent. The pt was able to dialyze without trouble the next day. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The sample will not be returned.